Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: switch 2 did not work, due to damage on switch 3, water tightness was lost, suction cylinder had no color, grip packing ring was loose, due to wear of angle wire, bending angle in up direction did not meet the standard value, distal end cover and objective had a chip, bending tube was deformed, connecting tube was shaking, universal cord had coating peeling and the following were scratched: flexibility adjustment ring, grip, scope connector cover, scope connector case, plug unit, and connecting tube. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited air water cylinder, air water tube and connecting tube has foreign material. There was no report of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that reprocessing was not conducted properly due to leakage from damaged switch (sw3). Subsequently, the materials were not possibly eliminated. The event can be detected/prevented by following the instructions for use which state: detection methods are written in IFU: cf-ez1500dl/I operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: cf-ez1500dl/I reprocessing chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.